Event description:
The device suffered a stopper function failure (failed to disengage).

Manufacturer narrative:
A review of the mfg lot history records for this lot number revealed no nonconformancies. This unit was visually inspected and it was noted that the blue sleeve had melted due to steam sterilization prior to its return. There were small nicks on the inner and outer drill consistent with use and a normal amount of case debris was present. The debris was removed and the unit was rebuilt with a new sleeve. This unit was tested for proper function and performance properly for ten test holes. The reported failure could not be repeated.